Event description:
During a transaortic tavr procedure, post deployment the 26mm sapien xt valve slipped into the left ventricle outflow track (lvot); the valve was explanted and replaced with a surgical valve. The aortic annulus diameter measured 23.1 x 25.6 mm by CT (460-470 sq mm area), with moderate calcification or the aortic valve and aortic root. The sinotubular junction (stj) diameter measured 26x28mm and was severely calcified; the sinus of valsalva (sov) diameter measured 32mm. The xt valve was positioned 60:40 aortic/ventricular in the aortic annulus. During deployment the stj pushed the valve down a little bit and post deployment the xt valve position was 50:50 with no pvl and no central leak. The patient hemodynamics were fine, with an ejection fraction of 61%. The delivery system was removed, and then when they were going to remove the guide wire it was noted that the xt valve had slipped into the lvot. The case was converted to open surgery, the xt valve was explanted and a 23mm magna valve was implanted in the aortic annulus. The patient was in stable condition. The cause of the valve embolization is unknown, but the distribution of the annular calcification was asymmetrical; it is possible that it was not enough to hold the valve in place.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there asymmetrical calcification of the native annulus. It is likely that this calcification did not allow proper anchoring of the valve, resulting in ventricular embolization. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.